Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that the ac power supply cord has a short and is not working since last saturday but they didn't have time to call for replacement. An email was sent to the repair department to replace the ac power supply cord. No symptoms were reported. Additional information received from the patient. It was reported that the patient called back and they received their ac power supply cord but the issue was not resolved. They weren't able to charge their controller. The patient noted that there was a "shortage" in the controller and they called for a replacement controller and battery pack. They denied damage in the controller charging port and confirmed hearing rattling in the controller. A replacement controller was requested. The patient was advised to call back if the replacement controller did not resolve their issue. The patient called back and stated they received the replacement controller but could not get the replacement to connect to their implant with the recharger connected. Patient stated they also need a new battery pack because the one they have now is turning green and the battery pack connection pins look corroded. Patient stated they have been using their old controller because if they shoved the cords in just right they could get everything to charge, but with the replacement controller they could not advance past the "checking the recharger" screen. They added that the recharger plug is damaged from shoving it into the controller. The patient only had the older controller with them, not the replacement. Patient services (pss) reviewed with patient how to care for the equipment and how to plug the cords in without forcing them in. A replacement recharger telemetry module (rtm) and battery pack were sent out. No symptoms were reported. The patient (pt) called back because they received all of their replacement equipment and they still couldn't charge their implanted neurostimulator (ins). During the call, the pt attempted charge their ins, but was stuck on the "checking recharger" screen. They tried to unplug/plug the recharger telemetry module (rtm) back into the controller, but they couldn't advance past the "checking recharger" screen and couldn't charge their ins. Patient services (pss) re-directed the pt to their healthcare provider (hcp) to address their issue. No symptoms were reported.